Event description:
It was reported via repair work order that the foot section would not latch due to a bent latch mechanism. No patient was affected and no adverse event or clinically relevant delay in treatment was reported.